Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but the customer was not able to obtain the information. It was noted the customer was not following the tube manufacturer's recommendation for tube handling and centrifugation which may have led to a preanalytic issue for the sample. The customer was not using the recommended sample rack adapters. A temporary instrument issue could not be excluded.

Event description:
The customer received questionable troponin t stat and ck-mb (mb isoenzyme of creatine kinase) results for one patient sample. The initial troponin t result was 0.03 ng/ml and initial ckmb result was 2.3 ng/ml. These results were reported outside the laboratory. Six hours later, they received a new sample from the same patient and the troponin t result was 0.30 ng/ml. Since this result caused a delta check in her lis, she pulled the first sample and repeated testing. The repeat troponin t result was 0.36 ng/ml and repeat ckmb result was 14.27 ng/ml. The repeat results were believed to be correct. There was no adverse event. The troponin t reagent lot number was 17805001 with an expiration date of 06/30/2015. The ckmb reagent lot number was 17608501 with an expiration date of 12/31/2014. The field service representative could not find a cause. He performed a basic check of the analyzer and performed a precision check. He performed mechanical and diagnostic checks which all passed. He performed precision testing with multiple assays.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).